Event description:
Spinning head of brush separate from the rest of the toothbrush...very small piece of something in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that while they were brushing their teeth, they felt the spinning head of their oral-b toothbrush head separate from the rest of the device and they felt a small piece of something in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.